Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant & explant dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 2.4mm variable angle (va) 2-column volar distal radius plate and an unknown quantity of unknown screws on an unknown date. Postoperatively, two weeks after the devices were implanted, it was identified that one of the screws failed/backed out. A revision surgery will be required to address the failures; however, one has not been scheduled as of yet. This complaint involves one (1) device. Concomitant devices reported: 2.4mm variable angle (va) 2-column volar distal radius plate (part #: 02.111.620, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).

Event description:
Additional information received. A revision surgery was completed on (B)(6) 2018 and the patient was implanted with a volar and dorsal spanning plates with an unknown quantity of unknown screws.

Manufacturer narrative:
Additional information received regarding revision surgery. Reporter title is orthopaedic coordinator. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.